Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements greater than 200 ohms. A revision procedure was planned to implant a new lead. Additional information was later received clarifying the date of the first observed occurence of the high out-of-range shock impedance measurements. The revision procedure was confirmed to have taken place as planned and the chronic rv lead surgically abandoned and replaced. No additional testing was performed on the patient's system prior to or at the time of revision. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.